Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with construct for an acdf operation in (B)(6) (date unspecified). Reportedly, a revision to the one level acdf construct as one of the screws had backed out of the cage significantly causing dysphagia. It was also reported the other three screws were beginning to back out as well. This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, the patient was implanted with hardware in (B)(6) (date unspecified). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The lot number is not provided; therefore a review of the manufacturing documents was not possible. No product fault could be detected. There are some minor damages at the locking threads visible. Although it is likely that these damages are a result of the normal screw insertion, they may also result from possible cross threading, removal, or washing after removal. The performed function test has shown that these damages have no influence on the functionality and that the screws still can be locked in the plate as required.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information from synthes (B)(4). Implant date: approximately (B)(6) 2013: additional information from synthes (B)(4).

Event description:
Patient underwent anterior cervical fusion (c3/c4) on (B)(6) 2013 at (B)(6) hospital (B)(6). And the initial post op xrays suggested good results. Three months later it was noticed, by chance, at video fluoroscopy (for acute dysphagia) that one of the screws had come undone/migrated back through the implant about half of its length. Patient underwent revision fusion of same cervical vertebrae last week. The implant used for revision was vectra. There was no evidence of infection at site of previous (zero-p) implant. X-rays show a decent fixation post revision.